Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a red, irritated area under the back therapy electrodes. A nurse recommended the patient use hydrocortisone cream to the skin irritation. Follow up with the patient was completed and the skin irritation was improving.